Event description:
Patient stated she was wearing the omnipod device & pasted out in her home. The device malfunctioned & she didn't understand why that was. She assumes the device didn't inject her with insulin when needed. Her blood sugar skyrocketed to 849. She was rushed to (B)(6) hospital where she was admitted for two days. She was diagnosed with dka. Patient states a similar incident happened last (B)(6) where the device malfunctioned & she woke up in the hospital.